Manufacturer narrative:
(B)(4). Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5352482. Conclusions - as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been opened to identify and address the potential causes of safety shield disengagement. If samples are received after this time, an investigation will be performed and a supplemental report will be filed.

Event description:
It was reported that the safety shield came off after giving an injection, leaving the needle exposed.

Manufacturer narrative:
Device evaluation: result - the customer returned two samples from the reported catalog #305762, lot # 5352482). The needles were attached to prefilled glass syringes. The safety mechanism was already detached from the needles. The safety mechanisms were inspected. No defects were noted. The two samples and one photo were returned to the manufacturing site for further evaluation. Safety shield disengagement was similarly noted. Conclusion - bd was able to confirm the customer's indicated failure based off the returned samples. However, an absolute root cause for this incident was not determined. Of note, this lot was produced before CAPA (B)(4) (reported on initial MDR) was created. CAPA (B)(4) has also been initiated. Situation analysis (B)(4) has been opened and an urgent product advisory notice has been released.